Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. The meter was returned and according to the memory log, the reported reading of 193 mg/dl was received around the same time as the reported event. It should be noted that the customer reports not washing their hands prior to testing.

Event description:
The customer's mother reported high readings on her son's freestyle flash meter, (193 mg/dl) and customer reportedly made changes to his medication. Customer's mother reports he then had a seizure. The customer's mother called the paramedics and he was treated at home with a glucose shot. There was no report of death or permanent impairment.